Event description:
Additional information received from a manufacturer representative reported the deviation was less than 3.5mm, the delay was 45 minutes, and the screws were implanted with the guidance system, but were corrected freehand.

Manufacturer narrative:
See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported both t11 and t12 on the left were positioned more medially compared to the plan.

Manufacturer narrative:
See b5. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that soft-tissue pressure applied to the tools during instrumentation is the most likely cause for the reported deviations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2: patient age was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1- a4: patient information was not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the procedure was performed from t8 to l1. The two screws in t11 and t12 on the left side were incorrectly positioned. All other screw were correctly positioned. Initially, all screws were placed on the left side, and there were no problems with t8-10. The patient flinched during drilling at t11 and t12, so an accuracy check was performed. All checked anatomical landmarks were correct, and no deviations were detectable. There was also no visual displacement of the patient or anything similar. After the check, surgery continued on the right side without re-registration. These screws were all correctly positioned. The procedure was delayed by an hour. The case was completed freehand. The amount of deviation was unknown. The patient had tingling paresthesia in their legs before the operation (due to a fracture), but also had this after the operation. Therefore, it could not be said exactly whether anything happened due to the inaccuracy issues. The patient had no further symptoms or problems.